Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13g08011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that continuous ambulatory peritoneal dialysis (capd) disconnect y-set had a leak coming from the drain bag. As a result, the entire y-set was changed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.